Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was overheating was confirmed. An assessment was performed on the device which found that the device failed temperature assessment (reading 110.3 degrees, max temperature 110 degrees). During repair it was observed that the device had worn out and corroded bearings. It was determined that this condition caused the device to fail temperature assessment. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a laminectomy surgical procedure, it was observed that the minimal access driver device was overheating. It was reported there was no delay in the procedure as an unspecified spare device was immediately available for use. It was reported the surgery was successfully completed with no further incident. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.